Manufacturer narrative:
The device was returned to orthalign for evaluation by an orthalign engineer. The complaint was confirmed as upon visual inspection, a pin was observed lodged within the microblock. Possible root causes for the reported incident include possible physical damage to the pin holes may have been causing interference. The stuck pin may have gotten stuck from drilling in the pins at an angle causing the threads to dig into the fixation hole. Then the pin was likely broken after trying to remove the pin forcibly while seized. Orthalign will continue to monitor similar events and take action if necessary. No further action at this time.

Event description:
A headed pin sheared off in the side of the femoral alignment guide. It was seized in the hole and they were unable to remove. Various methods were tried to remove from the femur. Eventually it came out. Procedure was completed with another femoral guide.